Event description:
(B)(6). It was reported that myocardial infarction occurred. In (B)(6) 2014, the patient presented with unstable angina as well as silent ischemia and was referred for cardiac catheterization which revealed the 90% stenosed target lesion that was located in the mid left anterior descending (lad) and was 20mm long with a reference vessel diameter of 2.5mm. The lesion was treated with pre-dilatation and placement of a 2.50 x 24 mm study stent. Following post dilatation, residual stenosis was 0%. On the same day, during the index procedure, the patient was diagnosed with myocardial infarction (mi). The event led to the prolongation of the initial hospitalization; however, the patient did not undergo any corrective action to treat mi. Five days post procedure, the event was considered as recovered/resolved and the patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: the device was not returned for evaluation. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).